Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf108) indicating an incorrect trigger pressure measurement and failed to complete its internal self-test. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported device failure to complete its internal self test. Review of the device data logs confirmed the reported system fault 108. The device was recalibrated to address the issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was an isolated component failure within the device main circuit board (pcba). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf108) indicating an incorrect trigger pressure measurement and failed to complete its internal self-test. There was no patient injury reported as a result of this incident.